Manufacturer narrative:
This implant has been used. The screw star hex head is in reasonably good condition. Approximately 3.29mm thread tip has been separated from the rest of the screw. The distal tip portion is ripped through or cracked vertically. It has been mangled and compressed. This small distal portion has been torn from the rest of the screw. These conditions indicate force and possible encounter with another device or instrument such as the guide wire. Starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ the physical condition indicates difficulty with insertion. It was not confirmed whether IFU preparation recommendations were followed. No root cause related to the manufacturing of this device can be confirmed.

Event description:
It was reported by customer at (B)(6) a broken device during surgery.